Event description:
Heal-laa study. It was reported a stroke occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx pro closure device was implanted with a complete laa seal and deployed device diameter of 21.9 mm. The patient was discharged on aspirin and clopidogrel. 177 days post index procedure, the patient presented to the ophthalmologist and complained about loss of or blurry vision for the last three weeks. A magnetic resonance imaging (MRI) scan of the brain was performed which revealed new areas of restricted diffusion within both occipital lobes, left greater than right and punctuate foci of new restricted effusion present within right frontal cortex and right temporal cortex. MRI findings were consistent with multiple acute/sub-acute infarcts, so the patient was sent to the emergency room. At the time of evaluation, the patient was on aspirin and apixaban. Further medical diagnostics were performed, and lab results noted an elevated troponin level of 440 ng/l which was most likely type b ischemia in the setting of a cardiovascular accident (cva). The patient was diagnosed with cva secondary to embolic cva with etiology being ischemic. Transthoracic echocardiogram (tte) imaging revealed left and right ventricle was normal in size, ejection fraction of 55%, and mild to moderate mitral valve regurgitations. Clopidogrel 75 mg and aspirin 325mg was administered in response to the cva during hospitalization. The modified rankin scale (mrs) was noted to be 0 and neurological examination was unremarkable. The patient was discharged home.